Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was high and a correction bolus was used to address the bg level. A system check was performed and the pump was found to be functioning as expected. No damage was noted to the cannula. The customer changed out the supplies on the pump. The bg level was back in target range and the customer was feeling better.